Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after connecting the infusions, the patient called the idel 30 minutes later. She said that blood was coming out of her central line. The nurse went to the site and found that the caresite valve built into the extension had come loose. He changed the needle + extension. The patient had lost a lot of blood from his central line, so there was no need to call the emergency number 15, but the nurse was called in urgently to carry out treatment again and clamp the huber needle.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four photographs of the device were provided for evaluation. All photographs were evaluated, and no evidence of leakage could be observed from the evidence in the photographs provided. Based on the results of the photograph evaluation, the reported defect was unable to be confirmed. Retain samples were tested per specification with passing results. No sample was not provided for evaluation, a thorough investigation could not be performed with the photographs provided. Therefore, no root cause can be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.